Event description:
My resmed 11 CPAP machine started numerous uncontrolled air leaks in the middle of the night, waking me up several times and having to turn off the machine even though I daily experience many breathing incidents. This was a new machine that I purchased to replace my previous resmed 10 as I was told the resmed 11 was a better machine. I researched online for other people complaints of the resmed 11 and found that not only was my problems listed by others, I learned that many other problems were listed by others online. Since I cannot use the resmed 11 anymore because of the constant air leaks, poor design and craftsmanship. I also spoke with the CPAP supply company which informed me that many others are complaining about the resmed 11, including the same air leakage. I've temporarily stopped using this faulty machine design and I hope this can be adequately resolved by replacing my recently purchased machine with a new unit other than the resmed 11.